Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that implant only helped for the first week. Agent did not ask about the circumstances that led to the reported issue. Patient said was referred to a different physician and received replacement on (B)(6) 2021. No device issues reported.